Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a damaged battery compartment and battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/17/2014 with the following findings: a battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was able to properly secure to the pump. Unrelated to the complaint, the bolus button cover was found to be torn; the bolus button was appropriately responsive. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.